Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic pulmonary lobectomy procedure, while removal of interlobar fissure of the left lobe, after the first grip, the handle burst and some parts fell off and it couldn't complete the firing. The handle and reload was replaced resolve the issue in order to complete the case. There was no patient injury.